Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the pump displays an e7 (electronic error) message after changing the battery. Preliminary evaluation on 08/25/2014 found the pump started up with an e8 (power interrupt) error message on the display. It is not possible to confirm the e8 as the buttons are defective. No adverse event reported. Requested return of the alleged pump for evaluation